Event description:
It was reported that the patient reports that pump continually beeped, and then alarmed with no disposable on screen several times today. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI # and operator of device are unknown. No product information has been provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. D10: no product was returned for visual or functional evaluation. Results: we are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported issue is unknown and cannot be determined as no sample was received for investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided therefore, a manufacturing device history record DHR review could not be performed., corrected data: h3: correction: device evaluated by manufacturer: device not returned to manufacturer, h5: correction: labeled for single use: yes.